Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 2 reservoirs contain air bubbles. The customer's blood glucose reading was unknown at the time of incident. The customer used a new reservoir and the issue was resolved. Customer was advised on reservoir technique and possible causes for air bubbles. Troubleshooting was declined by customer as this was a past event. Customer was advised that the reservoir would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, the first reservoir showed that it was functioning properly and passed all functional testing. However, the remaining reservoir failed per specifications due to the transfer guard needle was found occluded.